Event description:
Customer reported damage to pump housing and usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and instructed the customer on returning the damaged pump using a pre-paid label. The customer understood the instructions and agreed to use the current pump as a backup until the replacement arrived.